Manufacturer narrative:
Submit date: 2017-july-06 as no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture shows a palindrome catheter inside the patient body, in this photo it was observed a section of the am sleeve with bubbles near of the stomach. A brainstorming session was performed with the purpose of identifying potential root causes. The reported condition was confirmed. Based on previous information the most probable root cause for this issue is customer misuse (wrong cleaning agent used or patient conditions). No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states they found bumps/bubbles on the catheter on the underside of the catheter, just inside the tunnel, moving towards the exit from the skin. This occured while cleaning the exit site prior to starting dialysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.the customer states they found bumps/bubbles on the underside of the catheter, just inside the tunnel, moving towards the exit from the skin. This occured while cleaning the exit site prior to starting dialysis.